Manufacturer narrative:
No product was returned for investigation. The phr could not be completed because the device was not returned.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced complete atrioventricular block requiring temporary right ventricular apical pacing. Additionally, the patient's blood pressure continued to fall below 60 mmhg, so venaortica-ECMO (ecpella) circulation was established to provide circulatory support.